Manufacturer narrative:
Product is not available for evaluation. Sterilization and lot history records were reviewed and no exceptions were found.

Event description:
At the insertion of the vitrectomy cutter it would not cut however the aspiration continued.